Event description:
On the event date, the lay user/pt contacted lifescan (lfs) alleging that the "ok" button on his onetouch ultra2 meter was not responding. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt. The pt reported that the alleged issue began on the evening of two days prior. The pt claimed he was able to test his blood glucose with the subject meter until he replaced the batteries at an unspecified time two days later. The pt was unable to confirm the meter settings as a result of the product issue and consequently unable to test. At an unspecified time that evening just prior to contacting lfs, the pt reported that he developed symptoms of a "high reading." The pt claimed he had feelings of anxiety, dry mouth, and sweaty. The pt informed the cca that he manages his diabetes with a combination of diabetes medications (2500mg of metformin, between 50-70 units of lantus, and if his blood glucose is high he takes 3-12 units of an unspecified fast acting insulin daily) and as a result of the product issue, at 6pm that evening he took 65 units of lantus instead of his usual dose of 55. It is unk if the pt took this action prior to or after developing the symptoms. The pt denied testing with any other device. At the time of troubleshooting, the customer care advocate confirmed there was no known trauma to the subject meter. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claimed he was unable to test his blood glucose with the subject meter and allegedly developed symptoms that can be suggestive of hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.